Manufacturer narrative:
Received via voluntary medwatch report# mw5153838. Without additional details and/or return of the device, a true root cause can not be established. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "patient underwent repeat c-section. During surgical procedure the tip of a pair of straight mayo suture scissors broke off. The scissor tip was not retained in the patient and there was no harm to the patient."

Manufacturer narrative:
Received via voluntary medwatch report# mw5153838. The device was not able to be returned, however pictures were provided that confirmed the complaint. Additionally, the pictures confirmed that the lot number is 1606 which indicates that the device was manufactured in june 2016. Based on this information, it can be determined that the device had been in use for approximately 8 years prior to the damage occurring. Because the device was not returned, the material cannot be evaluated. Root cause: wear and tear. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "patient underwent repeat c-section. During surgical procedure the tip of a pair of straight mayo suture scissors broke off. The scissor tip was not retained in the patient and there was no harm to the patient."